Manufacturer narrative:
Received one (1) used b1003 6" bifuse ext set for inspection. The secure lock collar at the male luer was observed to be cracked and broken. The male luer was fully connected to a female luer and the set was leak tested per product specifications. There was no leakage with the male luer to female luer connection remaining engaged. The reported complaint of a broken secure lock collar and subsequent leakage due to a disconnection can be confirmed. The probable cause is due to environmental stress cracking during use. The lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 6" bifuse ext set w/2 check valves, rotating luer where it was reported it was reported that there was no patient harm, but increased charges and additional lab draw as patient was receiving potassium chloride through the IV and it was found broken (in situ) with fluid all over the bed. The nurse could not ascertain what volume of the medication actually infused to the patient so the physician ordered another serum potassium level which was still low so another dose of potassium chloride had to be given. There was patient involvement and no patient harm.